Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the driving cap/threaded (p/n: 03.010.523, lot # 8708709) was received at us cq. Visual inspection of the received device showed the threaded distal tip broken and the broken tip of the driving cap was stuck in the mating device radiolucent insertion handle frn (pi-16347498328472515). No other issues were identified with the device. Dimensional inspection: current revision was taken to conduct the dimensional inspection because there were no dimensional changes for the groove diameter and the shaft diameter in the previous revisions. Drawing: se_380067 rev m (driving cap). Drawing: se_022863_rev af (dimensional tolerances). Specified dimensions: groove ø = 6 mm +/- 0.1mm. Shaft ø = 7.8 mm +/- 0.1mm. Measured dimensions: groove ø = 5.998 mm, conforming. Shaft ø = 7.797 mm, conforming. Device used ¿ ca122p. Document/specification review: since the exact manufactured date of the device was not identified, the current revision of drawings were reviewed: connector for insertion handle: se_380067 rev m (current); dimensional tolerances; se_022863_rev af. No design issues or discrepancies were identified. Conclusion: the complaint condition was confirmed for the driving cap/threaded (p/n: 03.010.523, lot # 8708709). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - lot # provided is not a valid number, therefore, the DHR could not be completed. If device is returned or lot number can be confirmed, the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on october 18, 2021, the patient underwent a unknown procedure. The driving cap broke off inside of the radiolucent insertion handle while malleting the nail into a patient. There was a 30 minute surgical delay. No fragments were generated. The procedure was successfully completed. No patient consequence. This report is for one (1) driving cap/threaded this is report 1 of 1 for (B)(4).